Event description:
Additional detail: dchu spoke with rep vial telephone to further review open complaints for this facility and give an overview of the issue experienced. It was explained that when priming and clamp closed, the membrane of the connector could be observed "pulsing or popping". They have changed their practice to attach the needless connector, prime , then add the connector to the y-site. Rep can only replicate this instance when attempting to prime while the clamp on the line is closed, issue does not occur when the clamp is open. Samples available for new event. No patient harm.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: one connector assembled with an IV set was provided to our quality team for investigation. Through visual inspection, the membrane of the connector was observed to be displaced from its original location, verifying the reported incident. After decontamination, the membrane was placed back into the correct position and testing was performed in attempt to recreate the reported incident. A syringe filled with liquid was attached to the connector. Various amounts of pressure was applied to the system, in all instances the membrane remained in tact and no leakage or disconnection of the membrane occurred. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including verification that the membrane is correctly positioned and welded. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Back pressure testing is performed during manufacturing to verify the pressure the membrane can withstand. This testing was performed on the sample provided, results verified all product met required specification. Based on our quality team's investigation, we cannot identify a root cause related to the manufacturing process at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material: 515070, batch#: unknown. It was reported by the customer that ust wanted to send an update that we did have another incident here at dreyer where the membranous tip of the phaseal dislodged during a port flush today. They cannot explain why this keeps happening; I have never seen anything happen like this before. This incident occurred during a blood return check prior to hanging a bag of chemotherapy and the phaseal was connected to a needleless connector at the time it happened. This was not the same nurse that had the issues during the roll out. The treating rn will be putting in an origami. I was able to get a photo of the line at the time the incident occurred (hipaa compliant) and also saved the phaseal and needleless connector in a bag along with the lot number. Hello, just wanted to send an update that we did have another incident here at dreyer where the membranous tip of the phaseal dislodged during a port flush today. I cannot explain why this keeps happening; I have never seen anything happen like this before. This incident occurred during a blood return check prior to hanging a bag of chemotherapy and the phaseal was connected to a needleless connector at the time it happened. This was not the same nurse that had the issues during the roll out. The treating rn will be putting in an origami. I was able to get a photo of the line at the time the incident occurred (hipaa compliant) and also saved the phaseal and needleless connector in a bag along with the lot number.